Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 01/13/2026. On (B)(6) 2026, the patient inserted a new sensor in the arm and experienced a sensor failure during the warm-up period, prompting removal of the sensor. Upon removal, the patient reported that the sensor wire appeared to be missing from the wearable and might have remained in her skin. The patient sought care at the emergency room (ER), where two x-ray images confirmed that no sensor wire was retained under the skin. The patient reported swelling and pain at the insertion site and indicated plans to consult with a healthcare provider (hcp) for further evaluation, including an ultrasound, and to request medication for symptom relief. On (B)(6) 2026, an ultrasound confirmed that the sensor wire was not retained beneath the skin. The patient was prescribed oral pain medication (tramadol 50 mg, twice daily) to alleviate pain at the insertion site. On 01/13/2026, technical support contacted the patient to verify her condition. During the follow-up report, the patient stated she was still taking the prescribed medication. No additional patient or event information is available.